Event description:
A simplygo mini oxygen concentrator was returned to a third-party service center for inspection/evaluation. There are no allegations of serious injury or harm, and neither is medical intervention specified. The complaint of the charge port being broken was confirmed. During the evaluation, the sieve beds were found with low o2, malfunctioning valves, airside manifold chirping, and inlet filter pm. Tubing pm, and the power connector broken. After the comprehensive evaluation, the necessary parts were replaced, and the software was updated.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.